Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 348 mg/dl at the time of incident. The customer stated that they called the ambulance. The customer stated that the blood glucose went down to 150 mg/dl but they were still not feeling well. The customer stated that they were also vomiting. The customer stated that the blood glucose went up to 420 mg/dl and they were given manual injection. The customer stated that they had a bent cannula. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.